Event description:
During a visit on (B)(6) 2022, a retraction pocket on the left side with debris, possible cholesteatoma, was noted, therefore a CT scan was obtained. A perforation with a foreign body, suspected to be the electrode due to transcanal procedure, was also noted. This was confirmed during the visit on (B)(6) 2022. The explantation surgery has been scheduled for (B)(6) 2023. The user will be explanted but not re-implanted at this time.